Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available impedance trends demonstrated a stable pacing impedance of 550 ohms between 29th december 2015 and mid of february 2016. Subsequently a varying pacing impedance between 600 ohms and 1100 ohms could be observed. Furthermore the provided iegms confirmed the presence of noise on rv channel which led to atp therapy as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - oversensing due to noise in the vt and vf zones was noted. Some of these detections lead to inappropriate atp therapy, but no shocks were delivered. Also, the rv pacing impedance was out of range. This lead was capped and replaced.